Event description:
Reportable based on analysis completed (B)(6) 2010. It was reported that during prep, for a drug eluting stenting treatment procedure, shaft damage occurred. The physician noticed a technical defect on the stent. "The stent was inserted into the guiding catheter." It was indicated that "the technical defect was around 10cm from the operator¿s part on the hypotube shaft." The stent was not deployed and did not reach the patient's coronary artery. The procedure was stopped and the patient condition is excellent. However, product analysis revealed hypotube break.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two pieces and found that the hypotube was broken approx. 15cm distally from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The returned catheter was visually and tactilely examined along the entire length of shaft and no other damage was seen other than the broken hypotube. Contrast was visible in the distal and midshaft of the device which is consistent with the device being in contact with the patient. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors. (B)(4).